Event description:
The following was reported to hamiton medical ag: blower flow test failed blower pressure test failed only with hepa filter installed and passed w/o hepa filter installed no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).